Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/16/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed particles, and some residue on the optic zone. The lens was received broken in several parts with one of the haptics broken and missing. The condition of the lens was typical of a removed lens. Due the condition of the lens, the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 21.5 diopter intraocular lens (iol) was noticed scratched after it was inserted into the patient's operative eye. Therefore, the lens was cut in half and removed. There was no incision enlargement performed and the lens was replaced with a new lens. No additional information was provided.